Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of basket detachment.

Event description:
It was reported that an escape basket was used during a flexible ureteroscopy with laser lithotripsy procedure, during the procedure, the basket broke off inside of the ureteroscope. Reportedly, the surgeon pushed a guide wire through the working channel to remove sheath, after the scope was removed from the patient. The procedure was completed with another of the same device with no patient complications.